Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR 1225714-2014-03638 and 1225714-2014-03639.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2004; approximately 24 hours after the use of the product.